Manufacturer narrative:
(B)(4).

Event description:
It was reported that a corewire fracture occurred. The target lesion was located in an unspecified location in the abdomen. The 035/145 amplatz super stiff guidewire was advanced then a non bsc biliary drainage was inserted; however, the end of the guide wire was kinked and it almost broke off. The 035/145 amplatz super stiff guidewire was able to be removed and it was noted that the distal tip of the wire was dangling and was almost separated. The procedure was completed using another of the same device. No patient complications were reported.

Event description:
It was reported that a corewire fracture occurred. The target lesion was located in an unspecified location in the abdomen. The 035/145 amplatz super stiff guidewire was advanced then a non bsc biliary drainage was inserted; however, the end of the guide wire was kinked and it almost broke off. The 035/145 amplatz super stiff guidewire was able to be removed and it was noted that the distal tip of the wire was dangling and was almost separated. The procedure was completed using another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: unit was returned with its original pouch. The unit returned has the distal end damage, as part of overall visual revision. Unit returned matches with upn provided by the customer. The visual inspection was performed and the device presents: the corewire on the distal end broken and kinked on the fracture site. All the outer diameter (od) were taken and compared and all of them are according to specifications. The returned device was sent for external analysis ((B)(4)lab) to determine the fracture failure mode. The (B)(4) lab returned the following results: failure occurred due to a torsion overload with a bending moment. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).